Event description:
The clinician reports the implant was inserted (B)(6) 1994 in fdi 24. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with fair oral hygiene. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.